Manufacturer narrative:
Facility is keeping it.

Event description:
It was reported that during a kyphoplasty, that the curved needle would not dislodge from the patient's vertebral body. A clinically significant delay of 4-5 hours was reported due to having to perform medical intervention to remove the needle. The procedure was not successfully completed as a portion of the needle remains in the patient.